Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were two large bubbles in the tubing. During troubleshooting, the customer performed a complete set change to remove the air bubbles. Blood glucose level at the time of the incident was 216 mg/dl. The reservoir was not replaced or returned for analysis.